Manufacturer narrative:
The reported event was confirmed. Received only the two-way catheter for evaluation. The visual inspection noted an irregular balloon burst. The missing piece size was about 1.3cm x 0.5 cm. Per the functional evaluation, water was introduced into the inflation lumen and did not experience any obstructions to impede flow. Microscopic examination did not find any conditions that could be associated with the reported event. According to the customer, the date of the reported event was (B)(6) 2017. The catheter 226220 was expired on october 2017; therefore, the customer used an expired product. The reported event was use-related since the customer used the product after the expiration date. The following results were found during the dimensional evaluation: eye snip length: 3/32¿ inflation lumen coverage: 6 thou balloon thickness: 17 thou burst initiated from bottom collar of sac: n/a the device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "- method for use: (1) do not reuse. (2) do not resterilize. (3) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (4) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edges instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] Applicable patients: (1) patient with known allergy to silver coated catheter" (B)(4).

Event description:
It was reported that the catheter fell out of the patient's body 2 days after placement due to balloon damage. There was no patient injury reported. It was not confirmed at the facility site if there were any missing pieces of the balloon, or if there were remaining pieces in the patient's body. Later, additional information received reported that there were missing pieces on the balloon of the catheter, and there were missing pieces in the patient's body that was removed with a cystoscopy at the facility. There was no additional treatment provided. Per additional information, the catheter was placed on (B)(6) 2017 and the event date was (B)(6) 2017. The missing piece was removed by cystoscope on (B)(6) 2017.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter fell out of the patient's body 2 days after placement due to balloon damage. There was no patient injury reported. It was not confirmed at the facility site if there were any missing pieces of the balloon, or if there were remaining pieces in the patient's body. Later, additional information received reported that there were missing pieces on the balloon of the catheter, and there were missing pieces in the patient's body that was removed with a cystoscopy at the facility. There was no additional treatment provided.